Event description:
During a corneal transplant procedure, the dr noticed what appeared to be metal silvers or flakes from the blade on the donor button. These flakes were abel to be removed from the button.